Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the collars were replaced and resolved the reported issue. Review of the previous repair record identified the gears and collars were replaced which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Mesher and cutters: device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that there was an incomplete mesh during meshing of previously recovered cadaver donor skin. There was no harm or delay, and no patient involvement. No adverse events were reported as a result of this malfunction.